Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the head and taper were removed and replaced during the revision procedure. Operative notes indicate the presence of discolored synovial fluid consistent with metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2012, due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the head and taper were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02047 / 02048).